Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the infusion set and cartridge to address the occlusions. On (B)(6) 2025 the customer was hospitalized and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 533 mg/dl with ketones and acute kidney injury. Ketone levels were identified as life threatening by health care provider. The customer received intravenous fluids of saline and insulin, antibiotics, blood pressure medication, and hydrocortisone, which resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026.